Event description:
No symptoms [no adverse event]. Toothbrush heads fell apart / I was brushing my teeth and head came off near back of mouth almost swallowed it but didn¿t - oral-b [device breakage]. The logo does scratch...does that mean it's fake? - oral-b [suspected counterfeit product]. Case narrative: 60-year-old female consumer reported via chat that while she was brushing her teeth the oral-b cross action toothbrush head came off of the oral-b genius x limited toothbrush handle near the back of her mouth and she almost swallowed it. She had no symptoms. No injury was reported. 28-may-2024 follow up via e-mail: consumer reported medical history of carpal tunnel and that the oral-b logo scratched off. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.